Event description:
It was reported by the distributor that the pump battery was found to be unresponsive. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.